Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 discrepant results were obtained. A repeat test was performed. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: " customer tested on (B)(6) 2022 and got a negative result, and then tested today and got a positive."

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received discrepant results¿ using the bd veritor at home covid-19 test (material # 256094), batch number 1309903. "Customer tested at first time got a negative result, and then tested second time and got a positive". Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for invalid result. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 discrepant results were obtained. A repeat test was performed. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: " customer tested on 2-12-22 and got a negative result, and then tested today and got a positive".